Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other similar complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported a patient that could not adjust to the lens following an intraocular lens (iol) implant procedure. The lens was replaced with a different power iol.

Manufacturer narrative:
Product evaluation: the product investigation could not identify a root cause. Information was provided that the 19.0 diopter was replaced with a 19.5 diopter lens. (B)(4).